Event description:
It was reported that during an electroanatomical cardiac mapping procedure, the patient went asystolic and chest compression was performed to resuscitate the patient. An external pacer was also placed. After a few minutes, the device began to pace again. Upon interrogation, the device was found in backup vvi mode with no defibrillation therapy. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported device reset mode was confirmed in the laboratory and was due to a por. The precursor leading to por is believed to be due to the device's sustained electromagnetic exposure resulting from medical equipment used in stereotaxis technology.